Event description:
During a verapamil sensitive ventricular tachycardia ablation procedure, following insertion of the sheath, and prior to inserting the catheters and transseptal needle, a blood leak was noted from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.